Event description:
On 12/20/92 at approximately 11:00 am, a male cna was transferring a female resident from bed to chair with use of a hoyer lift. The resident had beenplaced in the lift swing and raised. The cna was in the process of moving sling from bed to chair when sling started to drop. The cna states he was afraid the air pressure was dropping so in order to prevent resident from falling to the floor he physically (using his own body strength) lowered her to the edge of the chair. During the process the resident's left arm went back against the chair. After examination by a nurse the resident was transferred to emergency room at hospital where she was treated for a fracture of the left humurus. The hoyer lift has been removed from service at this timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.